Event description:
The customer reported that they needed a new igbt snubber board.

Manufacturer narrative:
The ge service representative replaced the snubber board. The system functions as intended.